Event description:
A report was received that during the implant procedure, the patient had a dura tear. The patient had a headache upon sitting up after the procedure. The physician confirmed that nothing was noted during the implant. The patient received a blood patch and was reportedly doing well.